Event description:
The provider states she received a letter from legal rep of the end user, stating the end user was using the chair and the chair unintendedly accelerated crashing into his oven injuring his toes on his right foot. The end user developed gangrene in the wound and had to have his right leg amputated above his knee.